Event description:
On (B)(6) 2011, pt reported the down button on the infusion device functions intermittently, and this began a week ago when he attempted to bolus. The down button did not respond correctly during the troubleshooting call. Pt has used this infusion device since 2007 and boluses 3 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.